Manufacturer narrative:
Vyaire medical complaint number (B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the screen on the ventilator was flashing and the ventilator was alarming and stopped cycling, while in use on a patient. There was no patient harm associated with this issue.

Manufacturer narrative:
A vyaire medical field service representative (fsr) evaluated the device onsite. The fsr was unable to duplicate the reported issue and did not find any device errors in the event log. The fsr performed a preventative maintenance procedure, calibrated the device, and verified performance. The device meets manufacturer's specifications.